Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 125 mg/dl (aviva, meter 1) and 60 mg/dl (aviva, meter 2). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.